Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n205123, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported that, in the past 44 months, the patient had several dye studies, numerous CT scans, x-rays and countless dosage adjustments to confirm and/or rectify obvious drug delivery malfunctions. At the time of the report, the patient was entering the fifth week of a malfunctioning incident. He continued to struggle with severely compromised function due to an apparent over-medication. In the month prior to the report, the patient had the pump dosage reduced five times, 10% each time. For a period of four or five days, the patient began to respond and approach 75-80% of his normal function, with the ability to stand "in a fashion," only to wake up the next morning "back to square one of near total flaccidity," unable to move his legs and difficulty in maintaining a functional posture due to flaccid trunk musculature. The patient had to hire home health assistance because he couldn't trust his safety in the bathroom and required assistance with "such basics as dressing." The patient was physically limited. Additional information was requested but was not available at the time of this report. Please refer to manufacturer report #3004209178-2012-06579 for event related to a catheter leak and #3004209178-2010-09701 for event related to a catheter tear.